Event description:
The customer reported that the 9900 sys locked up with the alarm sounding during a case. Also, there were white spots in the image. The procedure was completed. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The high voltage cable and climax coupler were replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.